Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged force sensing resistors. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested, battery tested and the alarm log was reviewed. During visual inspection the force sensing resistors were found to be damaged; the cause of this was unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.